Event description:
It was reported that on examination, there appeared to be a hole in the cusa excel manifold tubing (product ID not provided). The tubing was changed. There was no injury to the patient.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The product was discarded by the customer. An investigation has been initiated based upon the reported information.